Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high undefined impedance on the pacing portion of the lead as well as both defibrillation coils. The patient was brought in for testing but the impedance issue could not be reproduced. An electrogram showed non-physiologic noise in all configurations involving one of the defibrillation coils. The lead was capped and replaced. No patient complications have been reported as a result of this event.